Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
This report has been updated from serious injury, to no adverse event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips, the device shutdown and rebooted, during an electrophysiology study. The device was reported to be in use on a patient. However, no direct adverse event to the patient or user was reported. This report has been updated from a serious injury, to a non adverse event. As additional information received clarified, the procedure was an electrophysiology study. And not an attempt to shock the patient.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device shutdown and rebooted during a procedure. The device was reported to be in use on a patient, however, no direct adverse event to the patient or user was reported. We are considering this to be a serious injury because it is not known if the patient procedure was life-threatening nor if the treatment was interrupted. Additional details have been requested.